Manufacturer narrative:
For the last calibration performed on 21-feb-2019, there were no alarms on the calibration. Controls were ok. Sample centrifugation time appeared to be too high. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 9.86 ng/l, which repeated as 332 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 34585001, with an expiration date of 31-dec-2019.